Event description:
The customer reported that during use of this awl in an arthroscopic microfracture procedure, the tip broke off in the pt's knee, and was not retrieved.

Manufacturer narrative:
Investigation results: conmed linvatec received this microfracture awl for evaluation and confirmed the reported problem. A visual examination found the tip of the device broken and detached. A material hardness check found the shaft met specification. The cause of this failure was unable to be determined. A corrective action remains in process to address this failure mode. The info for use (IFU) provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. The tip of this device is made of 455 ss and not meant for implantation. Conmed linvatec will continue to monitor this device for failures. The customer will be provided info on the device material along with add'l info regarding use, care and handling of this device.